Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 27 october 2015: updated doi and dor, updated reasons for revision to include noise and alval / soft tissue reaction. Updated to legal and added kennedy ref. Added manufacture and expiry dates to products, updated mw fields. Taken from scf 22 oct. 2015.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision. Asr xl acetabular system - right. Reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed.